Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level was not impacted. Customer indicated that the cartridge would be changed.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.